Event description:
The manufacturer received information alleging a ventilator was not functioning properly. There was no report of harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.